Event description:
Procedure: low anterior resection. According to the rptr: after firing, the stump of the rectum was torn. Another device was applied and a noise was heard. Additional resection of tissue and ligation was performed. Surgery time extension was reported as more than mins.

Manufacturer narrative:
(B) (4)